Event description:
The user discovered discrepant creatinine plus (creatinine) and triglycerides gpo-pap (triglyceride) results when the creatinine result for one patient sample was questioned. All creatinine results are in umol/l. A ward contacted the laboratory doctor on duty regarding an unexpected low creatinine value of 87 (patient sample 1). The sample was tested on both modular analyzers at the site. The repeat result was 170 on analyzer serial numbers (B)(4). The doctor on duty reviewed previous creatinine values of all patients analyzed during the day. Out of these approximately 400 samples, 55 samples with suspected low results were selected and retested on (B)(4). A total of 20 of these selected samples were corrected with a higher result. Of these 20 samples, the results for six were discrepant. Patient sample 2 initial result was 30 and the repeat result was 84. Patient sample 3 initial result was 40 and the repeat result was 93. Patient sample 4 initial result was 48 and the repeat result was 90. Patient sample 5 initial result was 189 and the repeat result was 269. Patient sample 6 initial result was 63 and the repeat result was 92. Patient sample 7 initial result was 79 and the repeat result was 134. Data for three samples with questionable triglyceride results tested on (B)(6) 2011 was provided, of which the results for one patient sample was discrepant. The initial result was 2.1 mmol/l and the repeat result was 2.9 mmol/l. Selected samples for creatinine were reanalyzed on (B)(6) 2011. Patient sample 8 initial result was 132 and the repeat result was 186. Patient sample 9 initial result was 152 and the repeat result was 198. Patient sample 10 initial result was 90 and the repeat result was 123. Patient sample 11 initial result was 67 and the repeat result was 109. All of the initial results had been reported outside the laboratory. No information was provided to determine if the patients were adversely affected. The creatinine r1 reagent lot number was 649077 and the creatinine r2 reagent lot number was 650605. The triglyceride reagent lot number was 649454. The expiration dates were not provided. The field service representative discovered an incorrectly mounted sample probe where a seal was missing. He also found a spring in the probe cover was stuck. These issues were corrected.

Manufacturer narrative:
The event occurred in (B)(6).